Manufacturer narrative:
(B)(4). The analysis results found that the d12lt device was received in good visual condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy procedure could not activate. The retraction of the shield will not work. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.